Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 300 mg/dl. The customer stated that when he pressed the act button, he received a no delivery alarm. The customer stated that the alarm occurred during manual prime. The customer was not able to troubleshoot during the time of call. The customer was advised to call back to troubleshoot.